Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided.

Event description:
It was reported that the patient was revised due to dislocation caused by the malposition of the cup approximately 1 day post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: unknown head, unknown cup. Multiple reports were submitted along with this report 0001825034-2021-03142, 0001825034-2021-03143. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.